Event description:
It was reported that during a routine follow up the pulse generator exhibited a diagnostics anomaly. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.